Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that after implant while the patient was still in the post-anesthesia care unit the right atrial (ra) lead had pacing impedance greater than 2000 ohms, as the lead had dislodged. They took the patient back in surgery and the lead was repositioned, but once connected to the device there was pacing inhibition and high pacing impedances. The lead was explanted, and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix retracted and dried blood/tissue was present around the helix. Visual inspection of the lead body and electrode tip found no anomalies. Subsequent resistance testing found the lead was not electrically continuous. Detailed analysis and x-ray confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break causing the issues with impedance. The testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.